Event description:
Device 1 of 2. Reference MFR report #1627487-2012-00234. It was reported that pt ((B)(6)) has experienced a return of the dystonia symptoms the dbs system was intended to treat. This condition allegedly occurred on two separate occasions. A diagnostic test taken after the first occurrence revealed high impedance readings for one of the pt's leads. The reprogramming that occurred as a result provided the pt with effective therapy until recently. Following the onset of the second occurrence, an x-ray was taken for further interrogation revealing a possible kink in one of the pt's leads. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This device is not marketed/approved in the u.s.a., but is similar to a u.s.a. Market/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.